Event description:
It was reported the catheter tip was damaged during its removal from the packaging. The device was not used in the patient.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was missing. No other anomalies were observed. Separation of the distal tip/marker band occurred prior to use of the device during removal of the tip protector. This may occur when the user does not properly remove the device from the tip protector.